Manufacturer narrative:
Batch review performed on 3 march 2021: lot 1900310: (B)(4) items manufactured and released on 24-apr-2019. Expiration date: 2024-04-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional items involved in the event, batch review performed on 3 march 2021: gmk-sphere 02.12.0610fl tibial insert fixed sphere flex size 6/10 mm l (k121416) lot. 178750. Lot 178750: (B)(4) items manufactured and released on 6-mar-2018. Expiration date: 2023-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.07.1206l tibial tray fixed cemented size 6 l (k090988) lot. 182894. Lot 182894: (B)(4) items manufactured and released on 26-sep-2018. Expiration date: 2023-09-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in 1 year and 5 months after the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components and implanted an antibiotic spacer. The surgery was completed successfully.